Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was reported as (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned hip revision surgery on (B)(6) 2016, the jaw of the reduction forceps broke. The broken forceps were easily removed. Two forceps were being used to hold a part in place one clamp was sufficient to continue with the procedure. Additionally, a synthes cortex screw broke during insertion and the surgeon opted to leave the shaft in the patient. The procedure was completed successfully with a 30 second delay. The patient¿s post-operative status was stable. The patient was originally implanted with a competitor¿s hip prosthesis on an unknown date. It was further reported that the patient was being revised to a different competitor's hip prosthetic but it is unknown if the new implants included a combination of synthes and competitor devices. This report is 2 of 2 for (B)(4).